Event description:
It was reported that the nc trek balloon was attempted to be used for post dilatation in the circumflex artery. During inflation, the shaft was noted to be torn at the guide wire exit notch. The device was retracted from the anatomy without issue and another of the same size device was used. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.